Event description:
A complaint was received stating that high readings were obtained on a customer's precison qid meter (474 mg/dl) when compared to a lab comparison (200 mg/dl). There was no report of death or serious injury. Medical intervention was not required. When the results are plotted on a clarke error grid, a widely used and acceptable tool for estimating the clinical significance of differences in readings, these results fell into the "c" zone which is considered to be clinically significant. There is no info availalbe about the time frame between comparison readings. Because co does not know the time difference, the worst case scenario will be assumed as the tests could have been performed within the time range.